Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that the patient had back fusion surgery on (B)(6) 2016 and used the scs on (B)(6) 2017. That day the patient felt an increase of pain. The patient tried a couple more times and it caused more pain after having it on. Impedances were checked and were within normal limits. The device was reprogrammed. It was unknown if the issues resolved with the reprogramming. The patient¿s medical history includes hypertension and failed back surgery syndrome (x5). Additional information was received from the manufacturer representative on 2017-01-31 reporting that at the conclusion of the appointment on (B)(6) 2017 they decided to disable the adaptive stimulation for the patient as their rate was at 70hz. The manufacturer representative opened up the rate in the implant in order to give the patient more flexibility in sensation as the patient had reported that their legs had felt ¿buzzy¿ since the back surgery. The patient seemed happy at the conclusion of the appointment. No further information was known.